Event description:
The customer contact reported a leak; subsequently, bleed back was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that approximately 400ml of solution leaking from the distal prepierced port and an unspecified volume of blood backed up into the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.